Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test for active exhalation port valve. The device's active exhalation control module valve needs to be replaced to address the issue.